Event description:
Pt in another country was implanted (0-t1) with summit si system in 2006. In 2007, it was found that one transition rod was found to have broken at the 4mm-3mm transition location on the rod. The surgeon is keeping the pt under observation and taking no action at this time. As this could result in the need for surgical intervention, an MDR is being filed to document this event.

Manufacturer narrative:
No definitive conclusions can be made at this time. A review of complaint records found no other complaints have been reported for production lot number 4004n. A review of complaint records found no reports of post-op rod breakage over the past 48-months for this catalog number.